Manufacturer narrative:
Section d: lot no: lot number added. Expiration date added. Section h: device mfg date added.

Event description:
It was reported that the cannula housing of the infusion set unlocked unintentionally causing an insulin leakage and leading to high blood glucose levels up to 32 mmol/l, ketoacidosis and ketone bodies of 1.7.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.